Event description:
It was reported that the device heated up during an endoscopic endonasal case, resulting in a minor first degree burn to the inside of the patient's nostril. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
D4: lot number updated from unknown to 21246017. H6: the quality investigation is complete. H3 other text: device not returned.

Event description:
It was reported that the device heated up during an endoscopic endonasal case, resulting in a minor first degree burn to the inside of the patient's nostril. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available for return.